Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/14/2014 with the following findings: on investigation, the reported power issue was duplicated. Review of black box data found unexplained power-on-reset on (B)(6) 2015 and delivery was resumed 10 minutes later. The total daily delivery reflected the user¿s programed basal settings. Battery compartment cracks were found on the side of the compartment near the threads and below the grip pad. Corrosion was evident inside the compartment. The threads on the battery cap were stripped and it was unable to secure properly onto the pump. The pump failed to power on with the returned battery cap. Using a test battery cap and the returned cartridge cap, the pump powered up and functioned properly. The pump's delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. A leak test showed battery compartment leaks at the cracks. Pump casing was opened and no further evidence of moisture intrusion was found on the printed circuit board or internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient's blood glucose (bg) readings of 460 mg/dl with extreme drowsiness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on therapy and without any recent adjustments to the pump settings. The reporter alleged that there was an intermittent power issue with the pump since (B)(6) 2015. Reportedly the batter compartment was cracked with no evidence of moisture or corrosion in the pump. The reporter stated that there was no damage to the battery cap and it was able to fasten properly onto the pump. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged cracked battery compartment resulting in an intermittent power issue with the pump.